Manufacturer narrative:
Per the user guide: tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump had shut down due to "an expected" battery depletion while sleeping. Tandem technical support confirmed in the pump history that the proper low power alerts/alarm was received prior to the pump shutdown. Blood glucose (bg) was 560 mg/dl at its highest. The customer turned the pump back on and a bolus was delivered via the pump to address the high bg. Contact reviewed the pump alert volume setting and no changes were made.